Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent. On an unreported date the same month as the onset of peritonitis; the patient was hospitalized for the peritonitis and was treated with intraperitoneal (ip) ceftazidime and ip vancomycin (no further details). Dianeal therapy was ongoing. On an unreported date the same month as hospital admission, the patient was discharged, antibiotic therapy was discontinued and the patient was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.